Event description:
Open gastric by pass procedure. Slc55g dlu was fired. Pc read, "firing incomplete - caution knife blade may be exposed". Knife blade did not completely cut, only 1/2 of staples formed and remaining staples did not "fall out". Staples stayed inside dlu. Competitive device was used to complete case.